Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform stapler instrument jaws could not be fully opened. Reload could be fired, but on the repeated attempt the instrument jaws remained somewhat closed. A backup sureform stapler was used. There is no further information available. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Based on the claim against the product noting the jaws would not fully open or close, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of imprecise motion to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, the jaws would not open all the way intermittently the jaws closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sf white 60 reload. No failures were observed during log review. Additional observation not reported by the site: the housing was removed and the instrument was found to have a loose drive cable at the proximal end when compared to an in-house instrument. This failure likely caused the imprecise motion observed.

Manufacturer narrative:
The sureform stapler instrument was further analyzed by the advanced failure team and the initial reported complaint was confirmed. The instrument was re-installed on an in-house system and the motion of the jaws was observed to be imprecise. The grips were slow and did not move smoothly between a gripped and ungripped position. The motion of the instrument followed the motion directed via the master tool manipulators (mtms), but was delayed. Pitch and yaw movement were unaffected. The stapler was clamped and fired onto a test sheet and was able to successfully complete the fire without error. The housing was then removed for visual inspection and the slack in the drive cable was confirmed. A tool could pull the cable away from the spool, which does not occur on an in-house instrument. Investigation into drive cable slack suggests the clamping spool is slipping during high force firings, resulting in decreased tension in the cable upon the next install. Both the torque specification and two-screw clamping design are thought to be contributing to the slack in the drive cables.

Event description:
Refer to h10/h11 for follow-up information.